Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. At the time of the report, the touchscreen was working as intended. Customer¿s blood glucose level was 266 mg/dl.